Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that a large amount of air was withdrawn from the valve side after the sheath was inserted into the body. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is not expected to be returned as it was discarded by facility.